Event description:
It was reported that during the implant procedure, the physician was unable to find a stable location to implant the right ventricular lead. The lead was no longer used and a new lead was implanted. The patient was in good condition post procedure.

Manufacturer narrative:
.